Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc.the flexvision pc has been returned for analysis and investigation could not confirm any grabber card in the flexvision pc. Philips has initiated a medical device correction (z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the flexvision pc. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not start, it was stuck at 00:00. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.